Event description:
A customer reported that during intubation of a patient, using a glidescope core 10-inch monitor, the image on the screen froze. The cable was switched during the procedure, however, the issue persisted. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issue. The monitor passed visual inspection. When connecting the monitor to verathon's test equipment and power-cycled ten (10) times, the tsr could not reproduce a freezing image. The monitor passed verathon's functionality testing and confirmed to be within specification. Neither the cable nor the laryngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of the evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.